Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported a superficial infection at the ipg site was observed during the patient's visit with her physician. Reportedly, there was no fever, redness, drainage, bleeding or swelling. The physician lightly debrided the patient's scs ipg site and prescribed antibiotics. Follow-up identified the patient's infection was improving, but not yet resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow- up identified the infection has cleared, the patient has healed.